Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A consumer reported eye inflammation, photophobia and eye pain after stopping medication following an intraocular lens (iol) implant procedure. The symptoms resolve with use of medication. The lens remains implanted.